Event description:
Customer reported a communications failure error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a damaged interconnect cable. System operates as intended.